Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal.

Event description:
It was reported telemetry could not be established. No pacing, no output, and no magnet response were also reported. It was noted the device had not been followed for over four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.